Event description:
(B)(4). Same patient as 2134265-2009-06429. It was reported that post a percutaneous transluminal coronary angioplasty stenting procedure, a re-ptca occurred. Target lesion 1 was located in the left anterior descending (lad) artery. The target reference vessel diameter was 2.5mm and lesion length was 10mm. Pre-procedure was 90% stenosis and post-procedure was 0% stenosis. A 2.5x12mm liberte stent was implanted. No information if direct stenting was attempted. Target lesion 2 was located in the right coronary artery (rca). The reference vessel diameter was 4mm and the lesion length was 10mm. Pre-procedure was 70% stenosis and post-procedure was 0% stenosis. A 4x12mm liberte stent was implanted. No information if direct stenting was attempted. The procedure was a technical success. Three days after post index procedure a re-ptca occurred. The patient was discharged five days post procedure without angina complaints or silent ischemia. Medication included asa 100mg daily/indefinitely and clopidogrel 75mg daily/12 months.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications. This complaint is due to a known physiological effect of the procedure noted within the directions for use. (B)(4). Device not returned for analysis.